Manufacturer narrative:
Device evaluated by MFR.; device was returned for analysis. The device has wire broken in the middle of the device at 196.5cm from the proximal section. The distal section was returned. Overall length couldn't be measured due to the device condition. Outer diameter of distal tip, middle of the device near to the broken section and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion. Ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).

Event description:
Same case as 2134265-2016-07799. It was reported that rotawire fracture occurred. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire and a 2.00mm rotalink plus were selected to be used. During setting up the rotation speed at outside the patient, the wire was detached when the speed was adjusted up to 190,000 rpm for 15 seconds at the same site. The wire was exchanged to another of the same device, but the burr could not pass through the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2016-07799. It was reported that rotawire fracture occurred. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire and a 2.00mm rotalink plus were selected to be used. During setting up the rotation speed at outside the patient, the wire was detached when the speed was adjusted up to 190,000 rpm for 15 seconds at the same site. The wire was exchanged to another of the same device, but the burr could not pass through the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.